Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, increased lead sensing and threshold were noted. A chest x-ray revealed twiddlers syndrome due to device manipulation as the lead had been twisted around the can. The lead was repositioned, but values were still abnormal. The lead was explanted and replaced. The patient was in good condition following the procedure.